Event description:
During a standard treatment, an electrical dental handpiece got hot and burned the pt on cheek to the size of a dime. Pt was told to do warm salt/water rinses. No further medical care was necessary. Pt did heal within 4 days.

Manufacturer narrative:
A) during a standard treatment, an electrical dental handpiece got hot and burned the pt on the cheek to the size of a dime. Pt was told to do warm salt/water rinses. No further medical care was necessary. Pt did heal within 4 days. B) the analysis did show that the head had a dent which caused the back cap to stick in putting pressure on the bearings caused head to heat up. The user instruction requires a visual and functional test before each treatment. This would show if handpiece is running out of specification. C) reported due to the 2 year presumption rule.